Event description:
It was reported that during priming, a prismaflex st100 set c experienced an external fluid leak due to a break at "the joint of the replacement fluid tube". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photos and video, the cone of the replacement male luer lock (mll) was broken. The leak was due to the broken mll cone. The reported condition was verified. These components are provided to baxter meyzieu plant already assembled by our supplier. Upon further investigation the event could possibly due to the presence of liquid on the male luer lock (mll) cone or in the female luer lock (fll) before connection (e.g. Use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection, an improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut), mll design or a combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.